Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no. 810875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, vomiting, colitis, cholelithiasis, back pain and uterine prolapse. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), rash ("rash"), abdominal pain lower ("lower abdominal pain/ lower abdomen pain"), migraine ("migraines"), tooth disorder ("dental problems"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection : bladder"), urinary tract infection ("infection : urinary tract"), vaginal infection ("infection :vaginal "), headache ("headaches"), nausea ("nausea") and allergy to metals ("nickel allergy"). The patient was treated with surgery (to remove the essure implant, total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (to remove the essure implant, total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pelvic inflammatory disease, rash, abdominal pain lower, migraine, tooth disorder, hypersensitivity, bladder disorder, urinary tract disorder, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, headache, nausea and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, headache, hypersensitivity, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: the patient tolerated the total laparoscopic hysterectomy and bilateral salpingectomy procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral tubal occlusion. Ultrasound pelvis - on (B)(6) 2011: normal ovaries, normal uterus . Essure procedure date:(B)(6) 2011, trailing coils: left: 4 and right:5. Other findings during the hysterectomy are noted here: normal late luteal phase endometrium. (B)(6) 2011, ultrasound show coils in tubes on sagittal view and bcm. On 2011, type of test: other - not sure injected dye. Results of essure confirmation test: total bilateral occlusion. (As per mr) on (B)(6) 2011: hysterosalpingogram. History: status post essure sterilization procedure. Findings: the endometrial cavity was normal in contour. Bilateral essure sterilization wires are seen in appropriate position. There was no filling of the fallopian tubes on either side and there is no peritoneal spillage. Impression: status post essure sterilization procedure, bilateral tubal occlusion was demonstrated. (B)(6) 2011, CT abdomen and pelvis: impression: mild wall thickening/coli tis of the mid sigmoid colon versus non-distention. Mild fecal retention. 2. Small ovarian follicles are probably physiologic in a patient of this age. Tubal ligation. Cholelithiasis slightly thickened gallbladder wall. (B)(6) 2011, CT abdomen and pelvis with IV contrast. Comparison: pelvic ultrasound (B)(6) 2011. Findings: bilateral dependent atelectasis. Impression: mild wall thickening / colitis of the mid sigmoid colon versus nondistention. Mild fecal retention. (B)(6) 2012 surgical pathology: specimen: uterus-bilateral tubes, vaginal hysterectomy. Gross description: the endometrial cavity is lined by focally hemorrhagic plush endometrium. Final diagnosis: uterus, fallopian tubes, vaginal hysterectomy/bilateral salpingectomy. Cervix ¿ acute and chronic cervicitis with squamous metaplasia. Endometrium ¿ inactive phase. Myometrium ¿ free of significant pathologic change. Uterine serosa ¿ free of significant pathologic change. Right fallopian tube ¿ free of significant pathologic change left fallopian tube ¿ benign paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hypersensitivity, allergy to metals, headache, migraine, pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number and indication was added. Essure start date updated from (B)(6) 2011. New events allergic, headaches, nausea, nickel allergy,dysmenorrhea (cramping), infection : bladder, infection : urinary tract, infection :vaginal were added. Event severe infections updated to pelvic inflammatory disease. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no. 810875) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, vomiting, colitis, cholelithiasis, back pain, uterine prolapse, endometrial thickening, dysuria, burning micturition, urinary frequency, fever blister, abdominal pain, photophobia, depression and back pain. Concomitant products included cyclobenzaprine from 2008 to 2013, gabapentin, nortriptyline, obetrol (adderall) from 2008 to 2013, paroxetine hydrochloride (paxil), pentosan polysulfate sodium (elmiron) from 2012 to 2013, quetiapine (seroquel) and ranitidine. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced rash ("rash"), abdominal pain lower ("lower abdominal pain/ lower abdomen pain"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic") and urticaria ("allergic or hypersensitivity reaction type: allergic - worsened my allergy and caused me to break out in hives and rashes"). In 2011, the patient experienced migraine ("migraines"), tooth disorder ("dental problems"), cystitis ("infection : bladder"), urinary tract infection ("infection : urinary tract"), vaginal infection ("infection :vaginal"), headache ("headaches"), nausea ("nausea"), colitis ("inflammatory colitis"), diarrhoea ("diarrhea") and dyschezia ("painful defecation"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). In 2013, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant, total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (to remove the essure implant, total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pelvic inflammatory disease, rash, migraine, tooth disorder, hypersensitivity, bladder disorder, urinary tract disorder, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, headache, nausea, urticaria, dyspareunia, colitis, diarrhoea and dyschezia outcome was unknown, the abdominal pain lower was resolving and the allergy to metals had resolved. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, colitis, cystitis, diarrhoea, dyschezia, dysmenorrhoea, dyspareunia, headache, hypersensitivity, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, urticaria and vaginal infection to be related to essure. The reporter commented: the patient tolerated the total laparoscopic hysterectomy and bilateral salpingectomy procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral tubal occlusion ultrasound pelvis - on (B)(6) 2011: normal ovaries, normal uterus essure procedure date: (B)(6) 2011, trailing coils: left: 4 and right:5. Other findings during the hysterectomy are noted here: normal late luteal phase endometrium. (B)(6) 2011, ultrasound show coils in tubes on sagittal view and bcm. On 2011, type of test: other - not sure injected dye. Results of essure confirmation test: total bilateral occlusion. (As per mr) on (B)(6) 2011: hysterosalpingogram. History: status post essure sterilization procedure. Findings: the endometrial cavity was normal in contour. Bilateral essure sterilization wires are seen in appropriate position. There was no filling of the fallopian tubes on either side and there is no peritoneal spillage. Impression: status post essure sterilization procedure, bilateral tubal occlusion was demonstrated. (B)(6) 2011, CT abdomen and pelvis: impression: 1. Mild wall thickening/coli tis of the mid sigmoid colon versus non-distention. Mild fecal retention. 2. 2. Small ovarian follicles are probably physiologic in a patient of this age. Tubal ligation. 3. Cholelithiasis slightly thickened gallbladder wall. (B)(6) 2011, CT abdomen and pelvis with IV contrast. Comparison: pelvic ultrasound (B)(6) 2011. Findings: bilateral dependent atelectasis. Impression: mild wall thickening / colitis of the mid sigmoid colon versus nondistention. Mild fecal retention. (B)(6) 2012 surgical pathology: specimen: uterus-bilateral tubes, vaginal hysterectomy. Gross description: the endometrial cavity is lined by focally hemorrhagic plush endometrium. Final diagnosis: uterus, fallopian tubes, vaginal hysterectomy/bilateral salpingectomy. Cervix ¿ acute and chronic cervicitis with squamous metaplasia. Endometrium ¿ inactive phase. Myometrium ¿ free of significant pathologic change. Uterine serosa ¿ free of significant pathologic change. Right fallopian tube ¿ free of significant pathologic change left fallopian tube ¿ benign paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hypersensitivity, allergy to metals, headache, migraine, pelvic inflammatory disease, abdominal pain lower, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: plaintiff fact sheet received. Events hives, dyspareunia, colitis, diarrhea, painful defecation were added. Lab data updated. Historical & concomitant conditions drugs were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no. 810875) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, vomiting, colitis, cholelithiasis, back pain and uterine prolapse. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), rash ("rash"), abdominal pain lower ("lower abdominal pain/ lower abdomen pain"), migraine ("migraines"), tooth disorder ("dental problems"), hypersensitivity ("allergic or hypersensitivity reaction type: allergic"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection : bladder"), urinary tract infection ("infection : urinary tract"), vaginal infection ("infection :vaginal "), headache ("headaches"), nausea ("nausea") and allergy to metals ("nickel allergy"). The patient was treated with surgery (to remove the essure implant, total laparoscopic hysterectomy and bilateral salpingectomy) . Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pelvic inflammatory disease, rash, abdominal pain lower, migraine, tooth disorder, hypersensitivity, bladder disorder, urinary tract disorder, dysmenorrhoea, cystitis, urinary tract infection, vaginal infection, headache, nausea and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, headache, hypersensitivity, migraine, nausea, pelvic inflammatory disease, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. The reporter commented: the patient tolerated the total laparoscopic hysterectomy and bilateral salpingectomy procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: bilateral tubal occlusion. Ultrasound pelvis - on (B)(6) 2011: normal ovaries, normal uterus. Essure procedure date: (B)(6) 2011, trailing coils: left: 4 and right:5. Other findings during the hysterectomy are noted here: normal late luteal phase endometrium. (B)(6) 2011, ultrasound show coils in tubes on sagittal view and bcm. On 2011, type of test: other - not sure injected dye. Results of essure confirmation test: total bilateral occlusion. (As per mr) on (B)(6) 2011: hysterosalpingogram. History: status post essure sterilization procedure. Findings: the endometrial cavity was normal in contour. Bilateral essure sterilization wires are seen in appropriate position. There was no filling of the fallopian tubes on either side and there is no peritoneal spillage. Impression: status post essure sterilization procedure, bilateral tubal occlusion was demonstrated. (B)(6) 2011, CT abdomen and pelvis: impression: 1. Mild wall thickening/coli tis of the mid sigmoid colon versus non-distention. Mild fecal retention. 2. 2. Small ovarian follicles are probably physiologic in a patient of this age. Tubal ligation. 3. Cholelithiasis slightly thickened gallbladder wall. (B)(6) 2011, CT abdomen and pelvis with IV contrast. Comparison: pelvic ultrasound (B)(6) 2011. Findings: bilateral dependent atelectasis. Impression: mild wall thickening / colitis of the mid sigmoid colon versus nondistention. Mild fecal retention. (B)(6) 2012 surgical pathology: specimen: uterus-bilateral tubes, vaginal hysterectomy. Gross description: the endometrial cavity is lined by focally hemorrhagic plush endometrium. Final diagnosis: uterus, fallopian tubes, vaginal hysterectomy/bilateral salpingectomy. Cervix ¿ acute and chronic cervicitis with squamous metaplasia. Endometrium ¿ inactive phase. Myometrium ¿ free of significant pathologic change. Uterine serosa ¿ free of significant pathologic change. Right fallopian tube ¿ free of significant pathologic change left fallopian tube ¿ benign paratubal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, hypersensitivity, allergy to metals, headache, migraine, pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("rash"), infection ("severe infections"), abdominal pain lower ("lower abdominal pain"), migraine ("migraines") and tooth disorder ("dental problems"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, rash, infection, abdominal pain lower, migraine and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, infection, migraine, pelvic pain, rash and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.